Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check was performed from (B)(4) and showed that the product combination was approved by zimmer. Review of incoming information: it is reported that the patient received a metal-on-metal implant system on (B)(6) 2012 and underwent a revision surgery on (B)(6) 2015 due to pain. Acetabular components were revised and no trace of metallosis was detected. A technical investigation was not possible to be performed, as the device is not at hand for investigation. Possible root causes: neither the product, x-rays, nor operative notes, photos of the implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the component such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Pain cannot be related to a single specific failure mode within the risk management file. Therefore, a final assessment is not possible. However all possible failure modes, potential causes and risks related to the product are covered in the appropriate dfmea. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. The product was scrapped by hospital. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported, that a head adapter xl/+8; 12/14-18/20 was implanted on (B)(6) 2012. The patient underwent a revision surgery on (B)(6) 2015 due to pain.